Manufacturer narrative:
(B)(4). Date sent: 09/14/2020 per photographic evaluation: upon visual inspection of four photos, the following was observed: the first photo shows a box from top view with a label of product code cs40g, lot # t9478c the second photo shows a contour device with a green reload loaded from top view. The third photo shows a device with a green reload loaded and all staples can be seen protruding. The fourth photo shows a box from top view with a label of product code cs40g, lot # t9478c.

Manufacturer narrative:
(B)(4). Batch # t5dk16. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device would not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.